Event description:
45 year old male with impingment syndrome of the right shoulder was admitted on 12/4/92 for right shoulder arthroscopy. Patient was prepped and surgery was initiated. Concept low pressure irrigation system did not deliver fluid to the joint. An effort was made to adjust the settings to determine failure, a burst of fluid was received in the shoulder and the case was aborted. Unable to safely irrigate shoulder joint and case abandoned before risk of soft tissue extravasation and possible complications. Patient closed and sent to recovery room. No complications suffered from procedure. Ancillary equipment in use during procedure included: camera, shaver, suction, arthroscope and light source. Nursing staff attempted to access working of system by reviewing instructions and retrying the machine. Still unable to obtain irrigation. Equipment and all tubing held for company. Company representative notified by phone mailinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: independent service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, inherent risk of procedure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.